Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:b3,b5,d10,h4 additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error code e105" was caused by a faulty light-emitting diode unit. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use and completed using the another device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment address: (B)(6) hospital.

Event description:
It was reported, the video system center had an e105 (lamp error) lighting lamp abnormality. The issue occurred during an unknown unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.